Event description:
It was reported by service report that the siderail is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The rail was found to not be broken as reported. There was a gouge found in the rail which resulted in the material flaring upwards slightly. The rail was sanded and returned to it's intended shape.